Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's most current level was 415mg/dl. The customer states they treated with novolog. Troubleshoot was conducted. Small air bubbles were noted and cleared. The device passed the testing but the customer did not feel well enough to continue. The customer was advised to monitor the device and call back if issues persist, and to contact their health care provider regarding the high levels.